Manufacturer narrative:
Analysis of the provided patient files revealed that the observed noise is suspected to be due to a ventricular lead issue. Based on available data, no anomaly is suspected on the subject device and on the associated atrial lead. It should be noted that device rotation is a well-known complication of cardiac pacing / defibrillation systems. Further investigations are ongoing at the lead manufacturer level.

Event description:
Reportedly, electrical noise was detected on the right ventricular (rv) lead channel and was reproduced in clinic with variations in the rv lead impedance. Displacement of the implant was observed on the x-ray files.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, electrical noise was detected on the right ventricular (rv) lead channel and was reproduced in clinic with variations in the rv lead impedance. Displacement of the implant was observed on the x-ray files. Preliminary analysis revealed that a ventricular lead issue is suspected.